Event description:
It was reported that the subject device had poor light. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had poor light. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Following field was update: d9, g3, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In additional, the following reportable malfunctions was identified during the device evaluation: fiber bonding in the outer tube area (distal end) damaged and charged coupled device (r-unit) broken. Based on the results of the investigation, the root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.